Manufacturer narrative:
H3 and h6 codes. Updated. (B)(4) used devices were returned for investigation. The devices were visually inspected and no damage or anomalies were observed. During the functional testing, a leak was observed at the tube luer junction of all the cassettes. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on each tube. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated leakage from the tube and connector connection. There was no patient involvement.